Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back and re-reported previously documented events noting they were programmed 4 times and still have lower back pain. Patient services specialist (pss) reviewed role of rep and provided the pt with the nas number for their hcp office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was therapy had not been providing the same pain relief as the trial did. The sciatica pain in right knee when pt was on trial was pretty much gone but now pt still had significant pain in right knee. Pt is still taking pain meds because of the lack of relief. Pt said they did not want ins if it did not provide a relief. Pt reported ins was turned on a couple of weeks ago and pt tried all 3 groups and adjusting stimulation. Pt met with a rep on monday and rep adjusted one program but it made it worse and not better. Group a stimulates the left leg but pt needs stim on the right leg instead. Rep also altered group c but the minute pt left the appointment pt had like a bad tingling from the device and spent the rest of the day trying to decrease to something that they could tolerate. When pt went back to tolerable settings pt was having more pain in the right leg and lower back vs before rep adjusted. Pt wanted to know the process on how to address this. Ins was not even stimulating the right part of their body and pt told the rep on monday but pt still had the same program which was not helping them, not targeting where the pain is. Pt mentioned they have an upcoming appointment tomorrow with the rep. Redirected to hcp.